Event description:
It was reported that an unspecified malfunction alarm occurred. There was no reported adverse impact to the customer's blood glucose level. Technical support arranged for a replacement pump and instructed the customer to use an alternate backup therapy, to ensure continuous insulin delivery. Additionally, the customer was guided on how to store the faulty pump and was asked to return it using a pre-paid label within 10 days.